Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 90% stenosed, 28mmx3.0mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified right coronary (rca) artery. A 3.5 non-bsc guide catheter was placed towards the lesion. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed resulting to 40% residual stenosis. Subsequently, a 3.00x24mm promus element¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the tip. The stent struts at the proximal end of the stent were bunched together and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. There were no issues noted with the profile. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).